Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Difficulty was experienced removing the device case which resulted in damage to internal circuitry. An external power supply was attached to the device to complete testing. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Event description:
--